Manufacturer narrative:
H10: it was reported that the dressing is difficult to peel off the backing paper. The device was used for treatment and was not returned for analysis. We have not been able to confirm a relationship between the event and the device or identify a definitive root cause. As no lot number was provided it was not possible to carry out a device history review. A complaint history review revealed no similar instances in the last three years. A risk management review concluded that without further information the alleged failure mode and any associated harm can not be directly linked to a specific failure mode within the risk file although it contains several failure modes that can result in increased adherence to other materials. No updates to the risk files is required. Probable root cause is that the device has been stored in the incorrect conditions and not in accordance with the IFU. The devices must be stored in the conditions outlined to prevent environmental factors such as temperature from affecting them. An increase in temperature above that recommended may affect the adhesive nature of the device, which can cause issues such as those described in the event. The users of the reported product are advised to consult the IFU, to prevent future occurrences of the reported issue. This guide provides comprehensive instructions of the operation, use and limitations of the device, including the correct conditions in which the device must be stored. This investigation is now complete, with no corrective actions required. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products internal complaint reference number: (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the iv3000 dressing has always been a little tricky to work with, but in the last few 2-3 months it has been more difficult to peel the paper off the dressing and a piece of ¿hard plastic¿ is left behind that is not easily removed without help from another person and because of this, it is hard to get to lay flat. This information has been provided as a general feedback as it is not possible to obtain an estimate of events in which this has been noticed during treatment. Further information is not available.